Manufacturer narrative:
Previous infection was captured under MFR#: 2916596-2023-04152. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2023 from clinic for recurrent driveline infection status post pain, drainage and erythema at the driveline site after driveline tug. During admission, the patient was seen and placed on intravenous (IV) vanco. Driveline site culture grew staphylococcus epidermidis. The patient was transitioned to 14-day course of oral linezolid. Computed tomography arterial portography (ctap) showed no abscess or evidence of deep infection. The patient was discharged home on (B)(6) 2023 with resolution and planned follow up as outpatient.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.